Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector safety mechanism/needle was difficult to disengage from the patient. The following information was provided by the initial reporter: "rn preparing IV catheter for insertion noted scratching/grinding and some resistance when pulling back on the white hub."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 01-aug-2022. H6: investigation summary: bd received an unsealed 20 gauge nexiva single port unit from lot 2018899 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no visible defects. The white hub was slid up and down to attempt to reproduce the reported defect but no noise or defect was discovered. It was also reported that there was some resistance when pulling back on the white hub, but no resistance was discovered when attempting to reproduce this defect. Therefore, based off the visual inspection and testing the engineer could not verify the reported defect. Since no defects could be found during inspection the engineer could not determine a definitive root cause for this incident. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector safety mechanism/needle was difficult to disengage from the patient. The following information was provided by the initial reporter: "rn preparing IV catheter for insertion noted scratching/grinding and some resistance when pulling back on the white hub".